Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded at the proximal end') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included covid-19 virus test negative. Concurrent conditions included abdominal adhesions, tumor of fibrous tissue nos, elective abortion, uterine fibroids, menorrhagia, dysmenorrhea, pelvic adhesions and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychology trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: 3 coils were seen on left and 4 on right concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: this case become serious incident. Mr received. Reporter information, patient's date of birth, medical history, lot number, event "essure coil embedded at the proximal end", auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded at the proximal end') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included covid-19 virus test negative. Concurrent conditions included abdominal adhesions, tumor of fibrous tissue nos, elective abortion, uterine fibroids, menorrhagia, dysmenorrhea, pelvic adhesions and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychology trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: 3 coils were seen on left and 4 on right . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, pelvic pain lot number: 686078 manufacturing date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.